Manufacturer narrative:
Additional information: device evaluation: the bone filler and tamp were returned with cement hardened inside. The back of the directional filler has been pulled out, from what appears to be excessive force. Per the reported event, the cement hardened faster than expected, causing the directional filler to become stuck. Since the cement was hardened when returned the setup time is unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient was presented with 6 level painful vertebral compression fractures with levels implanted at t7-11. Intr a-op, the tip of the directional bone filler broke off when surgeon tried to remove it. It appeared to have snapped due to the torque from trying to twist it free. Product came in contact with the patient. No patient complications were reported.